Event description:
Spontaneous communication: pt called regarding "high pressure" alert on her pump. The alert came on when she was changing her cassette and infusion tubing. Pt switched to her back up pump and still had same alert. Pt tried changing to a new cassette and tubing. Author called the on-call nursing supervisor for an assistance. Pt had been off medication about 3 hours at the time of call. Advised pt to go to the (B)(6) emergency department. Pt verbally understands. Nursing supervisor to follow up on emergency room visit and arrange a nursing visit to patient's home. Pharmacy was originally requested to courier a new programmed pump to pt; however, this was canceled by (B)(6) rn as she was able to speak with the pt and get the pumps working. She reported there was no issue with either pump and that no replacements were needed. Lot number: unknown. Exact issue with tubing: unknown. No other information. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when a arm occurred is unknown. This is a continuous infusion, all known information and/or dates are contained on this form. If any additional information and/or dates are received, they will be provided in a separate report. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace cassette? No. Did the patient have a backup product they were able to switch to? Yes; both device were able to function. If yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.